Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-000004. It was reported ((B)(6)) the patient experienced neurological changes and weakness in the left leg following the implantation of two octrodes. The two octrodes were implanted to provide coverage of left leg pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-00004.follow up information identified the patient has been referred to a neurologist. The weakness started approximately two weeks prior to the first appointment. The patient has ongoing neurological issues and uses a wheelchair.